Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) unused samples in original packaging were provided for evaluation. Based on the sample analysis, yellowish septum was observed on two of the returned samples. Based on the investigation findings, two of the returned samples were detected with yellowish discoloration; therefore, the reported defect was confirmed. The yellowish septum is most likely to have originated from the neo ballistol oil accumulation that was used for product lubrication purposes. The process flow analysis indicated that yellowish septum could occur at the assembly catheter to cannula station. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. An approved project is in place to further address issues with the foreign matter in the fluid path. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description yellowish/brown substance in catheter hub.